Event description:
It is reported by the patient that their insulin pump displayed a motor error alarm. The patient's blood glucose level is unknown. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, basic occlusion test and prime test. However, the device was received with stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The unit was received with minor scratched display window, cracked case display window corner, cracked reservoir tube lip, and cracked belt clip slot.